Event description:
Mother of home pt reports a "slice" was noted in pt line tubing of homechoice set at beginning of treatment several months ago. Treatment was discontinued at that time. Mother states they have no pets at home, but she does use a knife to open product cartons. Sample was discarded. Home patient's mother reports no pt injury or medical intervention as a result of incident.